Event description:
Journal article received: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134 reported: late postoperative complication of calcification at the tip of the greater trochanter in seven patients. Device was reported as synthes product. The study included 45 patients (25 women, 20 men; mean age 72 years; range 27 to 97 years). This is report 1 of 4 for complaint (B)(4). This report is for the unknown end cap.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.